Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing the electrograms, noise was observed on the right ventricular lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.